Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-320h-(B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild char; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the shrink tubing distal end exhibits mild melting; the fiber within the glass cap is blackened. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, ¿fiber cap failure (no working radius) @ 270,832 joules of use¿ and 38 minutes. The procedure was completed using a second fiber. There was ¿no injury to patient¿ reported.